Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, all leaflets remained pliable. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. As received, leaflet 2 was rolled towards the outflow aspect; however, it was able to close when probed. X-ray demonstrated an intact wireform. Additional manufacturer narrative: the clinical report of a frozen leaflet could not be confirmed. Additional evaluation of the returned device is underway and a follow-up report will be submitted upon completion. (B)(4).

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after six (6) months due to a frozen leaflet. Another 27mm pericardial bioprosthesis was used in replacement and the patient was listed as doing fine, post-operatively.

Manufacturer narrative:
This valve was reportedly explanted after approximately 6 months due to a frozen leaflet. Appreciable host fibrous (pannus) tissue growth is present on the outflow of leaflet 2 resulting in an appreciable increase in its stiffness. The host tissue is thick from the wireform to approximately one-third of the way to the leaflet free edge from the cusp, and thin from the terminus of the thick pannus to the beginning of the leaflet fold. The host tissue present is sufficiently thick that it would be expected to significantly restrict the motion of leaflet 2. Since neither leaflet 1 nor leaflet 3 have any appreciable pannus or tissue mineralization, and given the observation that leaflet 2 is significantly stiffer than leaflets 1 or 3, it seems likely that leaflet 2 is the frozen leaflet referred to in the explant report. Histology reveals that the bioprosthetic leaflet tissue is reasonable well preserved. The collagen fibers are packed and well stained. Focal patches of inflammatory cells, mostly mononuclear cells and macrophages, are present near the surface of the leaflet specimens examined. The host tissue observed on the outflow surface of leaflet 2 is confirmed to be fibrous (pannus) tissue. No tissue calcification or other abnormality is observed in the specimens examined. Histology did not reveal any obvious evidence to explain why there is pannus only on one leaflet, or why the pannus is extensive on leaflet 2. A certain degree of host fibrous (pannus) tissue growth is expected in all implanted prosthetic/bioprosthetic heart valves, and largely attributable to the host response (such as the foreign body reaction) to the implant. In the vast majority of cases, the pannus tissue originates from the surrounding native anatomy such as the annulus and preserved native leaflets. The time course and severity of pannus growth is highly variable among patients. In most cases, mild to moderate host tissue growth on the sewing ring and valve commissures is beneficial for stabilizing the implant. However, extensive host tissue overgrowth on the bioprosthetic leaflets can restrict the motion of the leaflets and compromise the function of the implant. While the underlying mechanisms are not completely understood, it is generally believed that patient factors such as the immune system, age, other comorbidities, local anatomy etc. Play important roles in pannus growth on bioprosthetic heart valves. In the present case, histology did not reveal a specific root cause for the extent of the pannus experienced within the period of time reported.

Manufacturer narrative:
Additional manufacturer narrative during the examination of the valve, host fibrous (pannus) tissue growth was found to extend onto the outflow (ventricular) surface of one the leaflets. Leaflet 2 was folded towards outflow side near the central coaptation. Usually chronic leaflet folding results from contraction of pannus tissue near the free edge of the leaflet. For this particular valve, there is no visible host tissue on the outflow surface of the folded area and the implantation duration is relatively short. Therefore, the root cause for the leaflet folding could not be determined through visual observation. Moderate pannus growth was found on the leaflets, however all leaflets remained pliable. Host tissue growth on the inflow (atrial) side is unremarkable. No tissue calcification is evident by x-ray imaging. The bioprosthetic leaflet tissue appears to be reasonably-well preserved. The leaflet folding and pannus growth on the leaflet may compromise the bioprosthetic functionality in vivo. No echocardiogram was provided, thus the behavior of the leaflets and the functionality of the valve in vivo could not be confirmed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.